Manufacturer narrative:
Device evaluation: the insulin pump has been returned and evaluated by product analysis on 08/20/2014 with the following findings: visual inspection of the pump found some cosmetic damages. Moisture was evident behind the display. On investigation, the pump failed to power up. The reported no power issue was duplicated in the investigation. Due to the no power issue, the remaining functional testing cannot be performed. A leak test showed a leak on the display lens. Pump casing was opened and evidences of moisture intrusion were found inside the pump.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (no power) issue. Reportedly, the pump had lost power. It was reported that there was no damage to the battery compartment or cap and the cap was able to secure properly on to the pump. The reporter noted no evidence of moisture or corrosion in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.